Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on 2021-08-03 due to a system error. Reported event is confirmed. Customer event ¿insufficient heatseal¿ was confirmed based on device evaluation. Eleven 0037860 returned unopened in original packaging. The lot number of the devices ¿ 202002124 was verified. A visual inspection found areas on the clear side of the packaging of seven devices separating from the paper side causing a gap in the seal. Open holes were found on the packaging of three devices and device was encroaching into the packaging of one device. A functional test was performed, the eight devices without an obvious breach in the seal was dye leak tested. Seven of the eight devices had an insufficient heat seal. One did not have any defects. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 3 similar events involving 35 devices for this lot number. A two-year review of complaint history revealed there has been a total of 38 complaints, regarding 91 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: conmed encourages the inspection of all medical equipment, labeling and packaging prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 0037860, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.